Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleges with the complaint of the machine does not throw air out into the mask like it is supposed to. This has been happening for 2 weeks now. The water has been in there for about 1 week now and it does not evaporate into mask. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. During the investigation secondary findings no humidifier returned with device contamination on the rear panel. Contamination on the lcd panel. Contamination on bottom enclosure. Contamination on lcd panel. Found no evidence of sound abatement foam degradation or breakdown. This investigation was performed as outlined in (B)(4). The external investigation of the device showed that there were no signs of contamination on the outside of the device. No humidifier was returned with the device, pil technician is unable to investigate the complaint on the device. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The error log showed that there were zero instances of errors on the device. The device was likely reset prior to pil receipt due to machine hours being 6331.5 and blower and therapy hours being 0. The internal investigation showed that there were spots of contamination on the lcd panel, bottom enclosure, rear panel, and top enclosure. The contamination is an unknown smokey black on each part of the enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer used a fitt (foam integrity test tool) and was able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes there was no evidence of sound abatement foam degradation and there is no visible damage or functionality failures of the device. The manufacturer observed dust contamination the device and are consistent with being from an external source.